Manufacturer narrative:
Vyaire: (B)(4). Any additional information provided by the customer will be included in a follow up report. A field service representative went onsite and evaluated the device. The reported issue was verified and found out was due to fluid damage. A new touch screen was ordered.

Event description:
The customer reported touch screen is frozen issue on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.